Manufacturer narrative:
Correction: due to additional information the event date and alert date were updated. All available information indicates that this device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product displayed signs of an erosion. A local area sales representative confirmed the patient did not have an infection, however is prone to infections due to an underlying blood disease. An invasive surgical procedure was performed to revise the pocket. No adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
All available information indicates that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to normal battery depletion. No additional adverse patient effects were reported as a result of the revision procedure.